Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 375cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient reported that her left breast was feeling very soft, and as the week progressed, the left breast appeared much smaller than the right. Deflation of the left breast prosthesis was confirmed by a physical examination performed by a physician. In addition, the patient developed baker grade iii-IV capsular contracture in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 425cc saline breast prostheses on (B)(6) 2019. This medwatch report is for the patient¿s right breast prosthesis.